Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the pacing lead impedance decreased by over double the original value. The stimulation threshold and sensing values remained in range. The lead was disconnected from the device and remains inactive inside the patient. The lead was replaced with no adverse consequences to the patient.